Event description:
The user facility originally reports a patient injury when the device was in contact with the patient. Additional information: the neuro nurse manager reported that during a pediatric neurosurgical procedure there was movement under the drapes, and they found the "device unlocked". She confirmed that there was no patient injury.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.